Manufacturer narrative:
The investigation was completed and no product was returned. Investigation summary ==> ppae ( retroperitoneal hemorrhage): the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76-year-old female patient underwent a successful protected percutaneous coronary intervention (pci). Subsequently, a retroperitoneal bleed was detected, requiring blood transfusions (complaint). The source was a CT-confirmed lesion of the uterine artery, which was successfully treated with coil embolization. Bleeding events are listed in the impella IFU; however, this specific localization is unlikely a direct consequence of the impella pump. It represents a typical wire perforation injury, which can occur if the guidewire inadvertently deviates from the aorta into small side branches during catheter placement, leading to perforation.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.